Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, a cartridge change error occurred. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was between 200-300 mg/dl.